Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had water damage on the insulin pump. Customer's blood glucose was 6 mmol/l. Customer was swimming with the insulin pump and later an open book image with a loud alarm occurred on the pump. Customer stated that the pump then turned off. Customer stated there was visible moisture under the lcd cover and changing the battery did not help. Customer stated that they started to use their back-up plan.